Event description:
On (B)(6) 2012, it was reported that the up and down buttons on the pt's infusion device were not functioning. No physiological effects were reported. The pt did nt require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.